Event description:
It was reported that the patient had moderately poor pain coverage due to a migrated lead. On (B)(6) 2012, the device was re-programmed, but poor pain coverage was ongoing. On (B)(6) 2012, a x-ray was taken, and it was discovered that one lead migrated down two levels and one lead migrated just slightly. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the lead was surgically repositioned on (B)(6)2012. It was noted that the event was resolved without sequelae. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-39, lot# n320829, implanted: (B)(6) 2012, product type accessory. (B)(4).